Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with out of range increased hv lead impedance on svc to can vector. No intervention is planned at this time.